Manufacturer narrative:
The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. A CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. An ecn, implemented 9-feb-2006, modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the pin after it was returned from the hospital. Additional information: the pin broke during surgery but there was no adverse consequence. The tip of the pin was not in the patient and there was no delay of the operation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the pin after it was returend from the hospital. Additional information: the pin broke during surgery but there was no adverse consequence. The tip of the pin was not in the patient and there was no delay of the operation.